Event description:
The customer stated that discrepant alinity I stat high sensitive troponin-I results were generated for a patient sample ID (B)(6) on (B)(6) 2022. The customer uses a cutoff of <10.0 pg/ml for this patient. The following data was provided. Initial result 17.3 pg/ml (positive). Repeat result >10.0 pg/ml (negative). The customer did not indicate which result is correct for the patient. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) reviewed the instrument logs and was unable to identify a single definitive cause for the discrepant results. No additional discrepant result issues have been reported since service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity I processing module was identified.